Event description:
Reference MFR. Report # 3006705815-2019-01960. Reference MFR. Report # 3006705815-2019-01961.

Event description:
Reference MFR. Report # 3006705815-2019-01960. Reference MFR. Report # 3006705815-2019-01961. It was reported that surgery happened on (B)(6) 2019 to explant entire system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. ''Exact explant date is unknown at this time".

Event description:
Reference MFR. Report # 3006705815-2019-01960. Reference MFR. Report # 3006705815-2019-01961. It was reported that patient was unable to set ipg to MRI mode, patient was in need of multiple MRI, as a result surgical intervention was undertaken in early (B)(6) 2019, exact date is unknown, wherein the entire system was explanted.